Event description:
Received a user facility report which indicated that pt had an uneventful dialysis treatment, without any blood pressure drops during treatment. Approx 45 minutes post treatment, the pt began to complain of abdominal pain. The pt's blood pressure was 180/100 and the abdomen was extremely tender. The pt was examined by a physician and was put on oxygen and labs were drawn. Pt was subsequently admitted to the hosp. Called clinic on 7/14/1999 to obtain more info. No sample was available. Further conversation with the clinic indicates that there may have been a problem with the blood pump on the machine. The venous pressure was low throughout the treatment. The pt was subsequently diagnosed with pancreatitis and hemolysis.